Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the relion® insulin syringe, droplets of clear liquid came out of the syringe as the consumer pushed down on the plunger rod prior to drawing the insulin. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 1st related complaint for foreign matter (out of syringe) lot # 8015501. A review of the device history record was completed for batch # 8015501 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Customer returned (7) 3/10cc, 6mm, 31g syringes in an open poly bag with part of the shelf carton from lot # 8015501. Customer states that droplets of clear liquid came out of the syringe as the consumer pushed down on the plunger rod prior to drawing the insulin. All returned syringes were examined and no liquid or any other foreign matter was observed in the barrel of any of the samples. All samples were tested and no liquid or any other foreign matter came out of the cannula when fully depressing the plunger rod. Investigation conclusion: based on the samples / photo(s) received bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the relion® insulin syringe, droplets of clear liquid came out of the syringe as the consumer pushed down on the plunger rod prior to drawing the insulin. There was no report of injury or further medical intervention.